Manufacturer narrative:
(B)(4). The reported event information does not identify a yp3080 rotofine orbit device malfunction, component defect and or performance or functional issue. Method - lot build record review performed. A review of the historical documentation for yp3080 components and sub-assemblies and purchased components was also performed. The orbit cannula needle components were a purchased item. Cannula supplier records document the stainless steel components are compliant with iso 9626 standard. This standard includes specified test criteria relevant to material bend/break testing. The yp3080 is a 510k approved; ce marked product; the materials, component(s) configurations intended functions and all related manufacturing processes have met all required iso and industry specifications. Conclusion: at this time the involved device has not been returned for analysis and confirmation. The exact cause(s) of the reported incident remains unknown at this time. However, there has been no information received that reasonably concludes this device caused or contributed to the reported patient specific conditions that were treated with antibiotics.

Event description:
Int'l. ((B)(6)) complaint received reporting skin inflammations with first time use of yp3080 rotofine orbit device. The report (as translated) states "customer used the orbit infusion set during ((B)(6)2014) for the first time and claimed that he suffers from inflammations at the site where the infusion set was set. The puncture places were getting hot and also red hard bumps were observed. He went to see his doctor and she uses antibiotics." H/c pt. Reportedly has known nickel and other unspecified allergies. The device was removed and replaced with no further incident and or adverse consequences. The device was not returned for analysis and investigation. Mfg. Lot build review: a review of the mfg. Lot build record database for the reported lot # 2432302 (mfg. Date 12/01/2011) shows (B)(4) units were mfg. Tested inspected and released. There were no exception documents. A review of the complaint diabetes for this list # and lot # recorded no additional reports.